Event description:
Allergan representative reported an alleged "leak" with a lap-band port. This event was confirmed by health professional when the patient went in for an adjustment fill and patient reported feeling no restriction. Health professional reported they tried to remove existing saline from the device, but there was less fluid than the notes indicated. No diagnostic testing was used to determine the location of the leak. The port was removed and replaced.

Manufacturer narrative:
(B)(4). The product associated with this report been returned however has not been analyzed at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows" "deflation of the band may occur due to leakage from the band, the port or the connector tubing."